Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Lot/serial number was not provided by the customer; therefore, only a partial UDI is known (B)(4) lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer reports lower than expected values generated for one patient sample tested on the cell-dyn ruby analyzer. The following was provided: sid ur361480: an initial hemoglobin result of 74 g/l. A second sample generated a result of 127 g/l. The initial sample was then retested with a result of 127 g/l. Other results provided for this sample: rbc= initial result of 3.19 m/ul with retest at 5.61 m/ul. Platelets= initial result of 222 k/ul with retest at 423 k/ul. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. Abbott personnel at the customer site found that the shear valve assembly (list 8921167901) was loose on the cell-dyn ruby analyzer. Routine maintenance was recently performed. The valve was reseated and tightened. Subsequent instrument operations were acceptable. The cell-dyn ruby operations manual contains information to address the current customer issue. Based on the information obtained through this evaluation and the information from the customer site, there is evidence to reasonably suggest that a product malfunction occurred. Use error may have contributed to the customer's issue as the shear valve assembly was not properly installed, possibly after performing routine maintenance. No systemic issue or product deficiency was identified.